Event description:
Additional information inadvertently left off of the initial mw identifies the reported phenomenon occurred during an unknown procedure. The procedure was successfully completed with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5 and d10 (information inadvertently left off of the initial medwatch), and h10 of the initial medwatch. The event was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and the customer's allegation was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the facility.

Event description:
The customer reported to olympus, that the image frequently interrupted on the hd autoclavable camera head. There were no reports of patient harm associated with this event.